Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion (pbd). The device was successfully replaced. No additional adverse patient effects were reported. This device is no longer in service and will not be returned.